Event description:
It was reported the lead was difficult to handle due to lead tension while the physician tried to position it into the atria. It was further reported the screw didn't hold the tissue; therefore, another lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; full lead was returned for analysis. Analysis found no problem with the helix mechanism.